Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricular (rv) lead that was attempted to be implanted exhibited failed to capture. The rv lead was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.